Event description:
It was reported that the patient underwent a l5-s1 laminectomy with right lateral diskectomy; pedicle screw and posterior lateral fusion at l5-s1 using posterior instrumentation; right l5-s1 transforaminal lumbar interbody fusion (tlif) at l5-s1 using a peek cage, rhbmp-2/acs and local autograft. On (B)(6) 2012, the patient was reportedly diagnosed with heterotopic bone formation within the lateral recess and foramen of the l5-s1 space and underwent additional surgery on (B)(6) 2012 to remove the heterotopic bone under thecal sac and nerve root ganglion. The patient also underwent extensive preoperative and postoperative treatment. It was reported that the patient continues to experience severe pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient presented with little jittery due to abilify 2 mg which she had been prescribed to help with depression. On (B)(6) 2010: the pain was radiated from her back down into the right buttock down the back of her right leg. On (B)(6) 2010: the patient presented with back pain and right leg pain. Assessment: semi-acute disk herniation leading to severe sciatic pain on the right side. On (B)(6) 2010: assessment: acute sciatia, with MRI evidence of protruding disc. On (B)(6) 2014: diagnosis: postlaminectomy syndrome, thoraculumbar neuritis nos, pain in pelvis/thigh. On (B)(6) 2014: impression: continued low back pain despite a couple lumbar surgeries with the last in (B)(6) 2012. She continues to have some radicular symptoms down the right posterior lower limb, now becoming more bothersome with parenthesias. Diagnosis: postlaminectomy syndrome, thoracolumbar neuritis nos, pain in pelvis/thigh, skin sensation disturbance. On (B)(6) 2014: the patient underwent MRI of the lumbar spine without contrast. Conclusion: technically incomplete and non-diagnostic e xamination. On (B)(6) 2014: the patient underwent MRI of the lumbar spine without contrast. Conclusion: l5-s1 interbody fusion is solid but integrity of the interbody fusion at this level as well as that at l4-5 and the dorsolateral instrumentation/possible underlying bony fusion at the operative levels would be better assessed with dedicated CT examination; new, minimally cranially extending, 1 to 2 mm ap diameter right posterolateral disc herniation at l2-3 without central stenosis or traversing neural compression; left paracentral annular fissure at l3-4 without overlying disc herniation; no significant central stenosis, acute fracture or spondylolysis; chronic foraminal narrowing is mild on the left at l3-4, but there is no ganglionic compression. Foraminal detail on the right at l5-s1 is obscured due to metallic artifact; mild to maderate bilateral hypertrophic degenerative facet arthrosis at l3-4; 9 mm, well-circumscribed area of t2 hyperintensity in the right hepatic cyst. On (B)(6) 2014: the patient underwent CT scan of lumbar spine with reformations. Conclusion: no instrumentation fracture or marginal lucency; mild relative chronic central stenosis at l3-4; no acute bony fracture or spondylolysis; mild left unchanged chronic foraminal narrowing at l3-4 without ganglionic compression.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 lumbar MRI t2 sagittal view shows desiccation of l5 with some collapse. Bulging is seen as well. No stenosis is apparent. Axial views verify the slight bulge at l5 with annular signal changes in midline and a subannular protrusion on the right however no stenosis or frank hnp. Slight facet arthritis is present worst at l5. On (B)(6) 2010 ir special procedure fluoroscopy right l5 transforaminal epidural injection is depicted with needle position within the l5 root foramen on the left showing good flow through the foramen along the medial l5 pedicle and l5 root. On (B)(6) 2010 fluoroscopy during pedicle screw placement l5/s1 two views show pedicle screws placed with retractors still in place. Capstone spacer is in place but rods have yet been deployed. Single lateral x-ray is taken showing same intraoperative positioning. On (B)(6) 2012 lumbar MRI sagittal and axial stir, t1 and t2 images are shown. Single level fusion at l5/s1 is depicted via tlif technique. Pedicle screws and capstone is seen. No evidence of fractures or tumor on stir. Metal suppression t1 axial views show the construct with capstone interbody spacer placed from the right. Heterotopic bone is seen along the insertion tack of that appears to affect the transitioning s1 root and perhaps the exiting l5 root. Abundant scar is seen along the right. On (B)(6) 2012 ap and lateral lumbar films show an intervening operation from (B)(6) 2012 now with a two level construct from l4 to s1. Pedicle screws are present at each level. Interbody spacers now appear to be femoral rings placed through alif without anterior hardware. Screw positions appear to be satisfactory. Ap shows slight apex left scoliosis measuring about 15 degrees, apex at l1/2. On (B)(6) 2013 esophageal swallow procedure noted with assessment of the esophageal sphincter patency at the gastric-esophageal junction. No spinal pathology is noted. On (B)(6) 2014 lumbar MRI partial study coronal, sagittal and axial views localizer only (B)(6) 2014 lumbar MRI axial, sagittal, coronal t1 and t2 images. Sagittal t2 shows solid bridging fusion through the anterior interbody grafts. Bulging disc with desiccation is noted at l3 with what appears to be a subannular protrusion. Scar remains evident as well as heterotopic bone on the right at l5 with displacement of the l5 and s1 roots. (B)(6) 2014 lumbar CT additional study documenting the same findings. Fusion using pedicle screws at l4, l5 and s1, with alif using femoral ring allografts, solidly fused. Right sided heterotopic bone and scar affecting the passage of roots at the l5 level. Pedicle screw scars in the l5 body suggest that the instrumentation was removed and reinserted when the construct was changed from l5/s1 only to l4/5 and l5/s1. No heterotopic bone is seen at the l4 level where no tlif was performed.

Event description:
On (B)(6) 2014 patient presented with occasional bilateral lower limb pain and underwent study of bilateral lower limbs, emg and nerve conduction studies. Interpretation of findings: this is a normal study; there is no electrophysiologic evidence of right or left lumbosacral radiculopathy; there is no electrophysiologic evidence of a poluneuropathy affecting the lower limbs.

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2010 MRI lumbar sagittal t2 views show early degenerative desiccation at l5 with hiz (hyperintense zones x2) consistent with posterior annular tears. Mild disc narrowing is seen. Small disc bulge is also noted in the left l4 foramen without stenosis. No other degenerative changes, mal-alignments, trauma, or signs of surgical intervention are seen in this study. (B)(6) 2012 lateral x-rays lumbar show two lateral shots that appear to be flexion/extension views of an l5/s1 tlif. Pedicle screws are in place at l5 and s1 with what appears to be a capstone in acceptable position. No movement is delineated on these studies at the surgical site.

Event description:
It was reported that on (B)(6) 2005: the patient presented with back pain. Assessment: back spasm and strain. The patient underwent x-ray of thoracic spine, lumbar spine, and chest. Impression: mild scoliosis. (B)(6) 2005: the patient presented with nausea, vomiting and diarrhea. Impression: gastroenteritis probably viral in nature. (B)(6) 2005: the patient underwent CT abdomen and pelvis w contrast. Impression: marked wall thickening involving cecum and right colon. Would favor right-sided colitis (possibly inflammatory or infectious), with findings considered less likely to be related to diverticulitis. The appendix is associated with some mild inflammatory change but these changes are not localized to the periappendiceal region and the appendix is not dilated so this probably does not represent acute appendicitis. (B)(6) 2005: the patient is presented for gastrointestinal consultation. Impression: acute inflammatory process involving the cecum and right colon; infection; ischemic colitis; inflammatory bowel disease; diverticular. (B)(6) 2005: the patient underwent chest ap port. Impression: right sided PICC line has been placed tip is not visualized but is at least in the right atrium. (B)(6) 2005: the patient underwent colonoscopy. Impression: inflammatory changes in the cecum and right colon with extensive diverticular disease throughout the entire colon suggestive of either infection or ischemic colitis. (B)(6) 2005: the patient presented with CT abdomen and pelvis w contrast. Impression: the etiology of the patient's right sided abdominal pain is uncertain. There is considerable stool throughout the colon. In the left colon, there is diverticulosis and some soft tissue changes about descending colon, which suggests the possibility of mild diverticulitis. (B)(6) 2005: the patient presented with preoperative diagnoses of history of bilateral mastectomies with multiple reconstructions and revisions; failed right breast implant reconstruction; breast asymmetry; multiple facial lesions. The patient underwent right breast reconstruction with silicone gel implant; removal of left breast implant; revision of left breast reconstruction; left breast rec onstruction with silicone gel implant; excision of 6mm lesions of the face x four; intermediate layered closure of the face, total length 33 cm. (B)(6) 2006: the patient presented with preoperative diagnosis of history of bilateral mastectomies; breast asymmetry; right breast capsular contracture; right index finger dip joint mass and ganglion. The patient underwent revision left breast reconstruction with capsulorrhaphy; right breast reconstruction, capsulotomy and scar revision; excision of dip joint ganglion cyst, right index finger. (B)(6) 2007: the patient presented with depression. Medications: lexapro. (B)(6) 2007: the patient presented with severe abdominal pain, nausea vomiting and bloody stool. Impression: abdominal pain; diverticulosis with diverticulitis; history of colitis; bipolar disorder; history of cancer of the breast with multiple surgeries and reconstruction; history of multiple miscarriages x 10. (B)(6) 2007: the patient presented for evaluation of abdominal pain. Medications: trazodone, premarin, vicodin, bipolar medications. Impression: extensive diverticular disease without evidence of inflammatory changes on computed tomography noted in 2005. The patient underwent CT scan of abdomen and pelvis with contrast. Impression: extensive diverticulosis with findings suggestive of early diverticulitis in the sigmoid colon; moderate amount of formed stool throughout the colon. (B)(6) 2007: the patient underwent xr colon air contrast. Impression: extensive diverticulosis. No evidence of diverticulitis. (B)(6) 2007: the patient presented with preop diagnosis of acquired absence of bilateral breasts. The patient underwent bilateral removal and replacement of brest implants for reconstruction; revision of right breast reconstruction with capsulorrhaphy. (B)(6) 2008: the patient presented with crampy abdominal pain, mainly in the right lower quadrant, with nausea, fever and chills. (B)(6) 2008: the patient presented with severe lower abdominal pain. It was reported that she has had some nausea. (B)(6) 2008: the patient presented with severe lower abdominal pain especially on left side. Assessment: acute diverticulitis, chronic diverticulosis, and probably chronic colitis. The patient underwent a CT abdomen and pelvis w contrast. Impression: sigmoid diverticulitis. No abscess. Recommend imaging of the colon after completion of therapy to exclude and underlying lesion. (B)(6) 2008: the patient presented with abdominal pain. Final diagnosis: acute diverticulitis. The patient underwent CT abdomen and pelvis w contrast. Impression: acute sigmoid diverticulitis without evidence for perforation or abcess formation. (B)(6) 2008: the patient underwent xr chest ap port. Impression: right PICC tip in the upper portion of the svc. (B)(6) 2008: the patient presented with preoperative diagnosis of acute and chronic sigmoid diverticulitis. The patient underwent sigmoid colon resection with low pelvic anastomosis. (B)(6) 2008: the patient presented with right lower quadrant pain. (B)(6) 2008: the patient presented with CT abdomen and pelvis w/contrast. Impression: normal appendix; postoperative changes consist ent with sigmoid resection from diverticulitis. (B)(6) 2008: the patient underwent CT abdomen and pelvis w contrast. Impression: normal appendix; postoperative changes consistent with sigmoid resection from acute diverticulitis. (B)(6) 2008: the patient presented with abdominal pain but mainly in lower abdomen. (B)(6) 2009: the patient presented with back pain, depression. (B)(6) 2009: the patient presented with sudden onset of headache, fever, chills, body aches, and malaise two weeks ago. She has been using tylenol, dayquil, and nyquil. (B)(6) 2009: the patient presented with terrible fevers, chills, body aches. (B)(6) 2009: the patient underwent MRI femur/thigh rt wo and w contr. Impression: 2.8 cm heterogeneously enhancing subcutaneous mass in the medial thigh at the site of concern. The signal characteristics and presence of enhancement are concerning for soft tissue neoplasm. Differential considerations include malignant fibrous histiocytoma, liposarcoma, fibrosarcoma dn possible peripheral nerve sheath tumor. Although no large nerve is present in this location there is likely a distal branch of the femoral cutaneous nerve here. (B)(6) 2010: the patient presented for preop physical examination. (B)(6) 2010: the patient presented with preop diagnosis of lipomatous mass right thigh. The patient underwent excision of mass from right thigh. As per surgical pathology report, conclusion is soft tissue, right thigh mass, excisional biopsy-lipomatous solitary fibrous tumor with myxoid change, histologically benign. (B)(6) 2010: the patient presented with lymph node in her left axilla which is tender. (B)(6) 2010: the patient presented with abdominal pain. Assessment: acute and chronic diverticulitis. Medications: trazodone, lexapro. (B)(6) 2010: the patient presented with sciatica. Medication: orphenadrine citrate, ketorolac. (B)(6) 2010: the patient presented with nagging pain and discomfort in her lower back and right leg. (B)(6) 2010: the patient underwent MRI lumbar spine. Impression: protruding or bulging disk material is seen in the right l5-s1 neural foramen compromising the exiting right l5 nerve root; moderated eccentric left-sided posterior bulging of the l4-5 disk; mild diffuse posterior bulging of the l3-4 disk. (B)(6) 2010: the patient presented with back pain and right leg pain. Assessment: semi-acute disk herniation leading to severe sciatic pain on the right side. (B)(6) 2010: the patient underwent right l5-s1 transforaminal epidural steroid injection. (B)(6) 2010: the patient presented with right leg pain and paresthesias. Assessment: right l5 radiculopathy due to the foraminal disk herniation on the right at l5-s1. (B)(6) 2010: the patient presented for preop physical examination for surgery on (B)(6) 2010. (B)(6) 2010 : the patient presented for lumbar intervertebral disk herniation. The patient underwent discectomy and fusion surgery, hx spinal fusion- l5-s1 lami/fusion. The patient presented with preop diagnosis of right l5-s1 lateral/foraminal disk herniation. The patient underwent l5-s1 laminectomy with right lateral discectomy; pedicle screw and posterior lateral fusion at l5-s1 using medtronic legacy system; right l5-s1 transforaminal lumbar interbody fusion(tlif)at l5-s1 using peek cage, infuse and local autograft; use of stealth fluoro navigation intraoperative stereotaxy. As per op notes, the right lateral gutter was decompressed with kerrison punches and the right inferior facet joint of l5 was removed. Pedicle screws were then placed at l5 and s1 bilaterally using a combination of the stealth station, local anatomical landmarks and c-arm fluoroscopy. The medtronic legacy system was used. From the decompression, the good bone was saved and cleaned of soft tissue and morsellized and used in fusion portion for the procedure. A double extra small sponge of infuse, two thirds of sponge was wrapped in the local autograft bone and placed in the cage itself. The remaining one-third of sponge was placed anterior to the expected placement of the cage along with some of the local autograft bone. Rods were then placed in the head of screws at l5-s1 bilaterally. No patient complications were reported. (B)(6) 2010: the patient underwent xr fluoroscopy for pain in back. Impression: interval placement of bilateral fixation screws at he lumbosacral junction, interval laminectomy. The patient also underwent xr spine lumb xtable lat port. Impression: surgical probe projected posterior at l4-5. (B)(6) 2010: the patient presented with severe right buttock and right leg pain. (B)(6) 2010: the patient underwent xr spine for lumbar. Findings: the alignment of the lumbar spine is unchanged. Again seen pedicle screws at the l5-s1 level with posterior interlocking rods. Graft material is seen in the l5-s1 disk space. (B)(6) 2011 : the patient presented with cold, lower back pain, some congestion, discomfort while swallows on left side. (B)(6) 2011: the patient presented with increasing back pain. (B)(6) 2011: the patient presented with pain in her back. (B)(6) 2011: the patient presented with increasing depression, chronic back pain. (B)(6) 2011: the patient underwent portable one view chest for chest pain. Findings: negative chest radiograph; bilateral breast implants. The patient underwent cardiac stress echocardiogram. (B)(6) 2011: the patient presented with chest pain. Mobic 15 mg added to medication. (B)(6) 2011: the patient presented with anxiety and back pain. It was reported that the patient had itching over her entire body. (B)(6) 2012: the patient presented with low back pain. Assessment: lumbar strain, osteoarthritis of lumbo-sacral spine and facet-syndrome. Chronic pain management for lower back pain. Medications: naproxen and cyclobenzaprine started this visit. (B)(6) 2012: the patient underwent CT scan of lumbar spine wo contrast. (B)(6) 2012 : the patient presented for follow up of CT scan results. Assessment: lumbar strain, herniated disc likely at l5-s1, with radiculopathy and facet-syndrome. Impression: satisfactory MRI appearance of paired l5 and s1 transpedicular screws with interconnecting rods; findings are suggestive of solid incorporation of fusion graft in the right hemisphere of the disc space at l5-s1; mature wide l5-s1 laminectomy and right partial facetectomy with granulation tissue in the surgical bed and right neural foramen; mild d egenerative facet disease at l4-5. There is minor anterior spurring at t12-l1; mild right thoracolumbar flexion may be postural in nature; mild l4-5 degenerative facet disease; mild atherosclerotic calcification in the abdominal aorta and common iliac arteries. 04-may-2012: the patient presented for medication management. Oxycodone-acetaminophen, mirtazapine has been added to medication for chronic pain management. (B)(6) 2012: the patient presented with chronic low back pain and right lower extremity pain. Impression: chronic low back pain and right lower extremity pain; status post posterior and posterior interbody fusion l5-s1; possible si joint pain/dysfunction; history of mild disc degeneration l3-4, l4-5. (B)(6) 2012 : the patient underwent MRI of lumbar spine. Conclusion: lordotic alignment of 5 lumbar-type vertebrae with a mild lumbar curve to the left, dorsal decompression and interbody/posterior spinal fusion at l5-s1, and specific findings as follows: indeterminate interbody and posterior spinal fusion at l5-s1 with right ventrolateral epidural/perineural fibrosis, and mild up down foraminal stenosis of the right. If clinically indicated, thin section CT would be useful for further evaluation; mild disc and facet degeneration at the supra adjacent l4-5 level with mild narrowing of the central canal; mild to moderate disc degeneration at each level from l3-4 through t11-12 without stenosis or impingement ; mo distal cord lesion, intradural mass or arachnoidal adhesions; no neoplasm, fracture or infection. (B)(6) 2012: the patient presented for medication management. Assessment: lumbar strain, degenerative disc disease without herniated disc and without radiculopathy. (B)(6) 2012: conclusion of surgical pathology report: sigmoid colon. Segmental resection-diverticulosis; proximal and distal bowel a nastomosis rings. (B)(6) 2012: the patient presented with right foot injury. Assessment: foot sprain and contusion. (B)(6) 2012: the patient presented for refill of remeron 30, #30. (B)(6) 2012: the patient presented for medication management. Assessment: lumbar stain, herniated disc likely at l4-5, herniated disc likely at l5-s1 and facet-syndrome. Medication: mitrazapine, escitalopram, oxycodone were started this visit. (B)(6) 2012: the patient presented for medication management. Assessment: herniated disc likely at l4-5, herniated disk likely at l5 -s1 and with radiculopathy. Medications: zolpidem and oxycodone started this visit. (B)(6) 2012: the patient presented with anxiety, med check, and sleep problems. Medications: trazodone, lorazepam, oxycodone started this visit. (B)(6) 2012: the patient presented with medication problem. Medications: zolpidem, lorazepam, trazodone, oxycodone-acetaminophen, escitalopram started this visit. (B)(6) 2012: the patient presented for preoperative exam for the surgery on (B)(6) 2012, med refills, flexeril. The patient underwent EKG: EKG findings-normal sinus rhythm, cxr, lab orders. Medications: escitalopram, lorazepam, oxycodone, sennosides, trazodone, zolpidem, cyclobenzaprine started this visit. (B)(6) 2012 : the patient admitted with pseudoarthrosis, degeneration. The patient presented with preoperative diagnosis of status post posterior interbody fusion attempt with decompression and instrumentation, l5-s1; pseudoarthrosis, l5-s1; spinal stenosis, l5-s1; degenerative disc disease and degenerative spinal stenosis, l4-l5; retained metallic posterior implants and interbody biologic device. The patient underwent anterior spinal fusion, l4-l5; revision anterior spinal fusion for pseudoarthrosis, l5-s1; removal of interbody fusion device (peek cage); placement of interbody fusion device(medtronic precision allograft and cortical cancellous allograft), l4-l5 and l5-s1 in stage one of procedure. As per op notes, the anterior annulus was incised and anterior disk material was retrieved from the disk space. After removing the peek interbody fusion device, discectomy was completed at the level l5-s1. Distraction was then carried out across the disk space and a 16 mm medtronic precisionallograft ring was filled with cortical cancellous bone and positioned with in the distracted disk space. In the similar manner 14mm medtronic precision allograft ring filled with cortical cancellous bone was positioned within the l4-l5 disk space. In the second stage of procedure patient underwent revision posterior spinal fusion, l5-s1; posterior spinal fusion, l4-l5; removal of previously placed metallic implants, bilateral l5-s1; posterior se gmental instrumentation, l4-l5 and l5-s1; revision decompression, right l5-s1, with complex neurolysis and removal of heterotopic bone. As per op notes, after the incision was made the previously placed medtronic legacy implants were removed without complications. Stryker xia polyaxial pedicle screws were placed in new screw holes bilaterally at l4. They selected similar screws of 1mm greater diameter (7.5mm) and placed them within the existing screw holes at l5 and s1 bilaterally. The scar tissue was carefully dissected away form the bone rim, and then dissected scar tissue away from the axilla of the nerve root. There was heterotopic bone evident under the thecal sac and nerve root ganglion. This was gently scraped away with a curet. Longitudinal rods were connected to the polyaxial screw heads, spanning l5-s1 bilaterally. Set screws were placed and tightened. The patient presented with preoperative diagnosis of pseudoarthrosis; previous tlif graft l5-s1; degenerative disk disease, l4-5 and l5-s1. The patient underwent anterior exposure for completion discectomy and bony fusion at l5-s1; diskectomy at l4-5 with bony fusion there. (B)(6) 2012: the patient underwent fusion anterior posterior spine level 02. As per billing records, patient underwent an x-ray of spine. (B)(6) 2012: the patient underwent apsf diagnosis. (B)(6) 2012: the patient underwent an x-ray on lumbar spine. Impression: postop anterior and posterior spinal fusion at l4-s1. Usual appearance. (B)(6) 2012: the patient presented for office visit. Assessment: lumbar strain, s/p lumbar spine fusion surgery (few weeks ago). Medications: pantoprazole, ciprofloxacin, cyclobenzaprine, ibuprofen started this visit. (B)(6) 2012: the patient presented with leg pain. Medications: zolpidem started this week. (B)(6) 2012: the patient presented for follow up visit. The patient underwent bilateral lower extremity venous doppler ultrasound. I mpression: normal doppler venous ultrasound exam. No evidence of deep vein thrombosis within either lower extremity. Medications: fursemide, docusate started this visit. (B)(6) 2012: the patient presented with low back pain. Assessment: lumbar strain and herniated disc likely at l5-s1. S/p fusion surgery. Medications: oxycodone 10mg started this visit. (B)(6) 2012: the patient presented with dysuria (urgency, freg, feels pain after voids and hand sweat). Patient complains of injury causing low back pain 10 years ago. The patient underwent lab-orders. Assessment: lumbar strain and herniated disc likely at l5-s1; uti uncomplicated without evidence of pyelonephritis. Medications: ciprofloxacin started this visit. (B)(6) 2012: the patient presented for medication management stating that ambien not working. Medications: betamethasone valerate 0.1%, zolpidem 10 mg tablet started this visit. (B)(6) 2012: the patient presented for medication management. Medications: trazodone, escitalopram, pantoprazole, zolpidem, and oxycodone started this visit. (B)(6) 2013: the patient presented with pain in right leg as well and worse then the back. Medications: oxycodone-acetaminophen, zolpidem cr started this visit. (B)(6) 2013: refill request for furosemide 20 mg. (B)(6) 2013: the patient presented for follow up visit. It was reported that patient has numbness in lower body. Medications: oxycodone-acetaminophen, lorazepam started this visit. (B)(6) 2013: the patient presented with leaking urine, straining, coughing, sneezing and bending over. (B)(6) 2013: the patient presented with back pain. Assessment: s/p back surgery. (B)(6) 2013: the patient presented with jaw pain-l side per pt l ear feels heavy. Medications: cyclobenzaprine, diazepam, eszopicine, lorazepam, oxycodone-acetaminophen, ibuprofen, cefprozil started this visit. (B)(6) 2013: the patient presented with l ear still in pain, jaw pain, back pain is severe, numb down r leg. Assessment: otitis media, d/c cefzil. Start levaquin; lumbar pain and with radiculopathy. Medications: levofloxacin, ketorolac, triamcinolone acetonide started this visit. (B)(6) 2013: the patient presented for recheck of left ear and back. Medications: fluticasone, fexofenadine-pseudoephedrine started this visit. (B)(6) 2013: the patient presented with musculoskeletal problem, ear problem and constipation. Medications: docusate, lorazepam started this visit. (B)(6) 2013: the patient presented with gastroesophageal reflux. Assessment: gerd. Medications: cyclobenzaprine, escitalopram, oxycod one-acetaminophen, pantoprazole, fentanyl 25 mcg/hr patch. (B)(6) 2013: the patient presented for pre-op exam. The patient underwent EKG, cxr, and labs. Impression: patient is low risk for perioperative complications. (B)(6) 2013: the patient presented for office visit. Medications: fentanyl 25mcg/hr, lorazepam, mirtazapine, ibuprofen, and cycloben zaprine started this visit. (B)(6) 2013: the patient presented for medication management. Medications: oxycodone-acetaminophen, 5-325 mg started this week. (B)(6) 2013: the patient presented with low back pain. Assessment: s/p fusion surgery on (B)(6) 2012, lumbar strain, osteoarthritis of lumbo-sacral spine, without radiculopathy and facet-syndrome. Medications: fentanyl 25mcg/hr, lorazepam, mirtazapine, oxycodone, sennosides, zolpidem, nitroglycerin and conjugated estrogens started this visit. (B)(6) 2013: the patient presented with back pain and ear problem. Medications: conjugated estrogens-medroxyprogesterone, trazodone, lorazepam, oxycodone, diazepam, cefprozil and diazepam started this visit. (B)(6) 2013: the patient presented for evaluation and consultation regarding constipation. (B)(6) 2013: the patient presented with bilateral ear pain/pressure. Medications: fentanyl 25 mcg/hr, azithromycin started this visit. (B)(6) 2013: the patient presented with low back pain. Assessment: lumbar strain, degenerative disc disease without herniated disc and facet syndrome. Medications: lorazepam started this visit. (B)(6) 2013: the patient presented for refill of trazodone, senna, mirtazapine, ibuprofen, omeprazole, escitalopram. (B)(6) 2013: the patient presented with flu shot, anxiety. Medications: cyclobenzaprien, docusate, escitalopram, ibuprofen, lorazepam, mirtazapine, nitroglycerin, omeprazole, oxycocone-acetaminophen, pantoprazole, sennosides, trazodone, zolpidem started this visit. (B)(6) 2013: the patient presented for office visit. Medications: fentanyl 25mcg/hr, zolpidem, topiramate 25 mg started this week. (B)(6) 2013: the patient presented for follow up. Medications: oxycodone-acetaminophen, topiramate, cefprozil started this visit. (B)(6) 2013: the patient presented for refill of ativan. Medications: lorazepam started this visit. (B)(6) 2013: the patient presented for refill of percocet 5-325mg. Medications: oxycodone-acetaminophen started this visit. (B)(6) 2013: refill request. (B)(6) 2014: the patient presented for refill of trazodone, omeprazole, ativan, and cyclobenzaprine. Medications: trazodone, omeprazole, lorazepam, cyclobenzaprine started this visit. (B)(6) 2014: the patient presented with lower immune system, concerns with ear. Assessment: lumbar strain, degenerative disc disease without herniated disc, facet syndrome and lumbar spinal stenosis. Medications: topiramate, oxycodone-acetaminophen, fentanyl, levoflozacin, fluconazole, ergocalciferol started this visit. (B)(6) 2014: the patient presented for refill of omeprazole. Medications: omeprazole started this visit. (B)(6) 2014: the patient presented with low back pain despite a couple lumbar surgeries. Impression: continued low back pain despite a couple lumbar surgeries with the last in (B)(6) 2012. She continues to have some radicular symptoms down the right posterior lower limb. Degenerative disc disease and lumbar spondylosis. (B)(6) 2014: the patient presented for refill of pantoprazole. Medications: pantoprazole started this visit. (B)(6) 2014: the patient presented for refill of prempro. Medications: conjugated estrogens-medrocxy progesterone started this visit. (B)(6) 2014, (B)(6) 2014: the patient presented with low back pain. (B)(6) 2014: the patient presented for medications refill. Medications: docusate, zolpidem, lorazepam, mirtazapine, sennosides, omeprazole, escitalopram, hydroxyzine started this visit. (B)(6) 2014, (B)(6) 2014: the patient presented with followup for continued low back pain radiating down the right lower limb despite a couple lumbar surgeries. Impression: continued low back pain despite a couple lumbar surgeries with the last in (B)(6) 2012. She continues to have some radicular symptoms down the right posterior lowerlimb. (B)(6) 2014: the patient presented with low back pain. (B)(6) 2014: the patient presented with edema-feet and hands. The patient reported that she has swelling in her hands and feet. Assessment: foot strain. Medications: fluconazole started this visit. (B)(6) 2014: the patient presented for refill of ativan. Medications: lorazepam started this visit. (B)(6) 2014: the patient presented with low back pan radiating into right buttock and leg, numbness in right foot. Impression same as on (B)(6) 2014. (B)(6) 2014: the patient presented with low back pain. (B)(6) 2014: the patient presented for refill of hydroxyzine hcl. (B)(6) 2014: the patient presented with derm problem, headache, anxiety, urinary problem. Medications: bupropion, lorazepam started this visit. The patient underwent urinalysis w reflex microscopic if positive. (B)(6) 2014: the patient presented with low back pain. It was reported that the patient fells like restless leg at night occasionally. The patient underwent MRI of the lumbar spine. Conclusion: lordatic alignment of 5 lumbar-type vertebrae with a mild lumbar curve to the left, dorsal decompression and interbody/posterior spinal fusion at l5-s1 and specific findings as follows: indeterminate interbody and posterior spinal fusion at l5-s1 with right ventrolateral epidural/perineural fibrosis, and mild up down foraminal stenosis on the right; mild disc and facet degeneration at the supra adjacent l4-5 level with mild narrowing of the central canal; mild to moderate disc degeneration at each level form l3-4 through t11-12 without stenosis or impingement; no distal cord lesion, intradural mass or arachnoidal adhesions; no neoplasm, fracture or infection. (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014: the patient presented with dull discomfort in the low back. Assessment: sacral sef dys, lumbar sprain or strain, spasm of muscle, lumbosacral seg dys. (B)(6) 2014: the patient presented with fatigue, refill of ativan. Assessment: lumbar strain, degenerative disc disease without herniated disc, facet-syndrome and lumbar stenosis. Medications: lorazepam started this visit. (B)(6) 2014: the patient underwent normal study of bilateral lower limbs. (B)(6) 2014: the patient presented with throat problem. Assessment: pharyngitis. Medications: lidocaine hcl started this week. (B)(6) 2014: the patient presented with low back and right leg pain. Assessment: post laminectomy syndrome, lumbar, leg pain, low back pain, skin sensation disturb-numbness/paresthesia. (B)(6) 2014: the patient presented with low back pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that one year five months post-op the patient underwent CT scan of lumbar spine.

Event description:
It was reported that on (B)(6) 2014: the patient presented complaining of constant (100%-75%) dull discomfort in the low back and buttocks. Assessment: sacral seg dys, lumbar sprain or strain, spasm of muscle, lumbosacral seg dys. On (B)(6) 2012: the patient underwent MRI of lumbar spine. On (B)(6) 2012: impression: localizing instruments projected over the l4-5 and l5-s1 disc spaces assuming give normal lumbar vertebra. There is an interposition implant opacity centered at the l5-s1 disc space. On (B)(6) 2012: as per billing records, patient underwent x-ray exam of lower spine. The patient presented for follow up visit. On (B)(6) 2013: leaking urine. The patient complained of straining, coughing, sneezing, bending over. On (B)(6) 2008 per billing records, the patient underwent urinalysis test. On (B)(6) 2010 per billing records, the patient underwent EKG study. On (B)(6) 010 per billing records, the patient had flu vaccine.